Event description:
As reported by the user facility: catalog # 8713050u, serial # (B)(4) - (B)(6) 2013 - flow rate inaccurate - overinfusion - programmed for 8 ml/hr, 250 ml bag, finished in 10 hours - ICU dept - no further details at this time/attempting to contact nurse who filled out internal report that biomed was reading from. (B)(4).